Event description:
Per the clinic, the patient experienced chronic pain at the abutment site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2021 in order to remove the abutment. The implanted device remains.